Manufacturer narrative:
The customer had replaced the lcd assembly & user interface (ui) however the issue continued. The biomed replaced the power management pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit screen will not turn on. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that the unit runs in the background but the screen is not lighting. The customer has replaced the ui assembly and the issue continues. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.